Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis in a (B)(6) subject coincident with extraneal viaflex and physioneal 40 unknown bag therapies for automated peritoneal dialysis (apd). On (B)(6) 2009, pd modality changed to continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2009, the subject was diagnosed with peritonitis and began empiric antibiotic treatment with ip ceftazidime and vancomycin that same day. On (B)(6) 2009, the subject was hospitalized due to the event. On (B)(6) 2009, the subject was discharged from the hospital. On (B)(6) 2009, antibiotic therapy ended. The primary contributing factor to the event was unknown. An opinion of causality was not reported. This observational study (endotoxin-associated sterile peritonitis observational study (e-steps)) was conducted by baxter under protocol number (B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.